Event description:
It was reported that during a procedure to place a stent graft in an av graft, the stent would not deploy. The doctor had difficulty getting the device to track on the wire through the graft and because of the force to try and push it through, the blue part of the catheter separated from the shaft. The device was removed from the patient and a new stent graft was implanted without difficulty. No injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has just arrived at the manufacturing facility and will be evaluated. Based on the information known at this time, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.